Event description:
The guidewire was used in combination with a reperfusion catheter to perform revascularization in right middle cerebral artery (m2). The guidewire was placed in m3 side branch. When aspiration of thrombus was performed with the reperfusion catheter, perfusion of blood outward the vessel was observed. Hemostatic treatment by balloon dilatation catheter was performed, then coil embolization followed, however the patient became unconsciousness three hours later, and occurrence of hematoma was observed through CT scanning. Patient expired five hours from the procedure. Physician provided his comment that the guidewire might have advanced when he had a difficulty in attempting the advancement of the reperfusion catheter system to distal of the vessel.

Manufacturer narrative:
The guidewire was discarded by the facility and not returned for manufacturer's analysis. A review of the lot history record indicated all lot met the release-test acceptance criteria, and revealed non non-conformances that would have contributed to the reported event. Based on the provided information, it is presumed that the guidewire might have been inadvertently advanced together with the reperfusion catheter system when advancement of the catheter to distal section of the narrow vessel was attempted, resulting vessel perforation. Warning section of IFU describes; "observe movement of this device in the vessels. Before this device is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Otherwise the device may be damaged and/or vessel trauma may occur." Also, "damage to a vessel, including possible vessel perforation" and "death" are described as ones of possible adverse events.